Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a failed removal attempt, filter embedded in wall of the ivc, blood clots, occlusion of the ivc filter, inability to be retrieved and recurrent dvt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had developed extensive left lower extremity deep vein thrombosis. She was placed on anticoagulation; however, presented with significant vaginal bleeding and the anticoagulatory had to be stopped. Subsequently, she presented to the hospital and was found to have segmental and subsegmental pulmonary emboli involving the right upper and lower lobes. Therefore, it was decided to offer her an inferior vena cava filter to minimize her risk of recurrent pulmonary emboli. She understood this and agreed with the plan. The patient was brought to the operating room and placed supine on the table. Following satisfactory intravenous sedation, the groins bilaterally were prepped and draped in the usual sterile fashion. The skin and the subcutaneous tissues over the right common femoral vein were infiltrated with local anesthetic and a micropuncture needle was utilized to access the vein without difficulty and a guide wire was advanced into the inferior vena cava under fluoroscopy. This was exchanged for a different guide wire which was manipulated well into the vena cava followed by the sheath and the dilator. The sheath was parked at the distal aspect of the inferior vena cava. The dilator was removed in an inferior vena cavagram was performed. The cava was of good caliber with no evidence of thrombus. The renal veins were delineated. The dilator was reintroduced over the guide wire and the sheath was brought up to the level of the renal veins. The guide wire and the dilator were removed and the filter was brought up to this location and deployed under continuous fluoroscopy. The deployment was quite satisfactory. The sheath and the pusher were removed and manual pressure was applied with good hemostasis. The area was cleaned and a sterile dressing applied. The patient tolerated the procedure well. The optease retrievable inferior vena cava filter was inserted via the right common femoral vein. Local anesthesia was given with intravenous sedation. The estimated blood loss was minimal. There were no drains nor complications. The filter was deployed in the infrarenal position. According to the information received in the patient profile from (ppf), the patient became aware of the reported events approximately five months post implantation. The brief reports that the device is unable to be retrieved, there was one attempt made to remove the filter. The patient also reports to be suffering from anxiety. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clotting within the inferior vena cava as well as device occlusion does not represent a device malfunction. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Per the records received it appears as if the filter retrieval was attempted approximately four (4) months after implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a failed removal attempt, filter embedded in wall of the ivc, blood clots, occlusion of the ivc filter, inability to be retrieved and recurrent dvt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the optease retrievable inferior vena cava filter was inserted via the right common femoral vein. Local anesthesia was given with intravenous sedation. The estimated blood loss was minimal. There were no drains nor complications. The filter was deployed in the infrarenal position. The patient was a (B)(6) female who recently developed extensive left lower extremity deep vein thrombosis. She was placed on anticoagulation; however, presented with significant vaginal bleeding and the anticoagulatory had to be stopped. Subsequently, she presented to the hospital and was found to have segmental and subsegmental pulmonary emboli involving the right upper and lower lobes. Therefore, it was decided to offer her an inferior vena cava filter to minimize her risk of recurrent pulmonary emboli. She understood this and agreed with the plan. The patient was brought to the operating room and placed supine on the table. Following satisfactory intravenous sedation, the groins bilaterally were prepped and draped in the usual sterile fashion. The skin and the subcutaneous tissues over the right common femoral vein were infiltrated with local anesthetic and a micropuncture needle was utilized to access the vein without difficulty and a guide wire was advanced into the inferior vena cava under fluoroscopy. This was exchanged for a storq guide wire which was manipulated well into the veva followed by the sheath and the dilator. The sheath was parked at the distal aspect of the inferior vena cava. The dilator was removed in an inferior vena cavagram was performed. The cava was of good caliber with no evidence of thrombus. The renal veins were delineated. The dilator was reintroduced over the storq guide wire and the sheath was brought up to the level of the renal veins. The guide wire and the dilator were removed and the filter was brought up to this location and deployed under continuous fluoroscopy. The deployment was quite satisfactory. The sheath and the pusher were removed and manual pressure was applied with good hemostasis. The area was cleaned and a sterile dressing applied. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), the patient became aware of the reported events approximately five months post implantation. The brief reports that the device is unable to be retrieved, there was one attempt made to remove the filter. The patient also reports to be suffering from anxiety.

Event description:
Computed tomography (CT) scans done approximately one year and seven months after the index procedure were re-evaluated approximately six years and seven months after the index procedure. The superior end of the optease filter is at the l1-l2 interspace. The inferior vena cava (ivc) filter is tilted anteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted posteriorly at the inferior end but does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 4mm. Two (2) anterior struts perforate the ivc wall 3mm and 4mm and contacts the bowel. One (1) medial strut perforates the ivc wall 4mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 4mm and contacts the l2-l3 disc. Two (2) lateral struts perforate the ivc wall both 4mm and reside within the soft tissues. Thrombus within the ivc or filter could not be evaluated on this non contrast study. No fracture fragments were identified. Additional information received per an amended patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc), perforation of filter struts into organs and filter tilt. The patient became aware of the reported events approximately six years and seven months after the index procedure.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a1, b3, b4, b5, b6, b7, d1, d10, g2, g3, g6, h1, h2 and h6. As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a failed removal attempt, filter embedded, blood clots, occlusion of the filter, inability to be retrieved and recurrent deep vein thrombosis (dvt). The patient reported becoming aware of the events approximately five months post implant, when an attempt to remove the filter was made. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant pulmonary emboli to the right upper and lower lung lobes. The patient had a history of extensive left lower extremity deep vein thrombosis and was place on anticoagulation. The patient presented with significant vaginal bleeding and the anticoagulation had to be stopped. Subsequently, the patient presented to the hospital and was found to have segmental and subsegmental pulmonary emboli involving the right upper and lower lobes. The filter was placed via the right common femoral vein and was deployed in the infrarenal position. The patient tolerated the procedure well. Approximately one year and seven months post implant a computed tomography (CT) scan was performed. The images were submitted for additional review approximately five years after the initial scan was performed. Results of the scan noted the superior end of the filter is at the l1-l2 interspace. The filter is tilted anteriorly at the superior end and contacts the ivc wall and posteriorly at the inferior end but does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 4mm. Two anterior struts perforate 3mm and 4mm and contact the bowel. One medial strut perforates 4mm and contacts the aorta. One posterior strut perforates 4mm and contacts the l2-l3 disc. Two lateral struts perforate 4mm and reside within the soft tissues. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.